Event description:
A dental professional was using a helios ceiling mounted dental light when the ceiling light came apart from the light column and fell down towards the floor hitting the pt on the arm and hip.

Manufacturer narrative:
Pelton & crane contacted the dental office to obtain more detailed information about the event and was told by dr. (B)(6) not to contact her office but rather to contact her attorney (B)(6). Pelton & crane contacted the attorney however the attorney is not answering any questions pelton & crane is inquiring about regarding this event. The light was replaced by the distributor however the distributor was unable to return the light for evaluation as requested by pelton & crane because the doctor's attorney confiscated the light as refused to let the distributor return the light to pelton & crane. Since the doctor's attorney is not cooperating with pelton & crane at this time, pelton & crane is not able to evaluate the dental light.